Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in telephone number : (B)(6).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has automatic inflation failure, the unit was replaced with another device. No harm was caused to the patient.

Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4 (UDI#). A getinge field service engineer (fse) evaluated the unit and confirmed the fault reported by the customer. The fse replaced the drive manifold (0104-00-0018) and the equipment passed the performance and safety index tests specified by the factory. The equipment has been delivered to the customer and can be used clinically.